Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to a lung infection, which the customer's dr stated was not diabetes related. While the customer was in the hospital she began to experience hyperglycemia. The customer's blood glucose reading was 334 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. The customer uses quick-set infusion sets. The customer changes her infusion set every 5 days. The customer was advised to change her infusion set every 3 days. Nothing further was reported.